Event description:
It was reported that after 5 minutes and 36 seconds of activation in the sfa, the distal tip detached form the recanalization catheter. Percutaneous attempts to retrieve the detached segment were unsuccessful. The pt was reported to be doing well post-procedure. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.